Event description:
A medtronic ent representative reported that during a frontal endoscopic sinus surgery (fess) the procedure they were inaccurate after registration. The surgeon attempted tracer registration 3 times and felt inaccurate each time. He also tried point merge with no change. The ent rep stated that when the surgeon was touching between the front teeth the cross hairs were in the middle of the tooth. Also, when the surgeon was using the frontal suction and advancing into the frontal sinus the cross hairs did not advance. The surgeon discontinued the use of navigation with no impact to the pts outcome.

Manufacturer narrative:
The pt identifier and age are not available from the site. No files, logs, or archives have been received by the MFR for software evaluation.